Manufacturer narrative:
Evaluation summary - the results of the investigation indicate that the device was likely tightened accidentally by turning the jam nut counterclockwise instead of clockwise to remove from the threaded shaft. The device has a left hand thread design, where rotation for tightening and loosening are reversed meaning the user deviated from protocol. Review of the triathlon ts surgical protocol indicates a left hand thread design for the jam nut. The instructions indicate that the jam nut should be turned clockwise to loosen and counter clockwise to tighten.

Event description:
"It was reported that it was impossible to unscrew the two nuts."